Event description:
Patient was found unresponsive at home. Ems was called and upon arrival discovered that lvad driveline was not properly connected. Connection was re-established upon interrogation of the lvad, it was found to have been disconnected for 40 minutes. Placed on hypothermia protocol for a total of 24 hours. CT of the head revealed appearance consistent with anoxic brain injury. Discussion was made with family and staff and withdrawal of support was requested by the family. Expired on (B)(6) 2015.